Manufacturer narrative:
Manufacturer's investigation: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18may2021. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient underwent a right ventricular assist device (rvad) placement using a heartmate 3 pump on (B)(6) 2021. Additional information from the vad coordinator stated that the patient was previously implanted with a left ventricular assist device in another center, which reported that the patient was experiencing acute right heart failure with progressive course and no further options for medical treatment. No device related issues of the original left ventricular assist device (lvad)(B)(6) contributed to the right heart failure. Low flow alarms were captured on the left ventricular assist device (lvad) due to acute and progressive right heart failure; medical treatment was optimized without any success for the right heart function. The patient was ultimately implanted with a second heartmate 3 pump as a right ventricular assist device (rvad) on (B)(6) 2021. The patient remains ongoing on vad support and no further related issues have been reported at this time. The hm 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The heartmate 3 lvas IFU also contains information regarding what triggers the low flow alarm. Estimated low flow is a calculated value that is estimated based on power. Pump power is a direct measurement of motor voltage and current; changes in pump speed, flow, or physiological demand can affect pump power. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with their left ventricular assist device (lvad) at another center. No information about that was provided. The only information that was provided was that the patient had acute right heart failure with a progressive course and no further options for medical treatment. No lvad issues were reported to have caused or contributed to the patient's right heart failure. The lvad operated as expected. The patient had been experiencing low flow alarms due to the acute and progressive right heart failure. Medical treatment was optimized without any success, so a heartmate 3 was placed as a right ventricular assist device (rvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a right ventricular assist device placement on (B)(6) 2021.